Event description:
A sterile laser fiber wire (boston scientific - flexiva tractip 200) opened to sterile field was noted to be kinked and unusable before coming into contact with the patient. Laser fiber wire was removed from field and replaced.